Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device repeatedly tested positive for several microorganism. On (B)(6) 2017, the subject device tested positive for unspecified bacteria (28cful/170ml)). On (B)(6)2017, the subject device tested positive for pseudomonas aeruginosa (>150cfu/169.5ml). The subject device had been manually reprocessed with peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the test, the air/water channel tested positive for corynebacterium species(5cfu/100ml) but the testing result cleared french guideline.